Event description:
It is reported that a customer was hospitalized for unknown reasons. The customer's blood glucose level as well as the time and date of the hospitalization are unknown. The patient was not on the insulin pump during their hospital stay. However when the patient received their pump back they found a no delivery alarm on it. The line was disconnected and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.